Event description:
It was reported that during reprocessing of the prograsp forceps instrument, it was observed that the wire on instrument was broken. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch cable is frayed at the distal clevis hub. No damage was found at the clevis. The frayed segment is approximately 0.03 in length. No other cable damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.